Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05877. It was reported the patient did not receive effective back pain relief from the scs system as a result, the patient underwent surgical intervention wherein the leads were explanted are replaced with a single paddle lead. Reportedly, effective stimulation was achieved following the procedure.